Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. Device evaluation: approximately 16 inches of the external portion/distal end of the driveline and the explanted pump were returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. The metal braided shield appeared unremarkable except for two areas of very minor shield breakdown at approximately 2.5 inches and 10 inches from the metal connector. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation and no areas of compromised wire insulation were identified. The alarms did not resolve following the driveline replacement and the pump was exchanged on (B)(6) 2016. Visual examination of the pump's blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned cut approximately 3 inches from the pump housing and the remainder of the driveline containing the prior replacement was returned in one segment measuring approximately 43 inches in length. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact; however, continuity testing of the distal returned portion of the driveline produced an open circuit through the red wire. Slight breakdown of the metal braided shield was observed on the internal portion of the driveline at the proximal end of the longer returned driveline segment. Upon removal of the shielding, it was observed that the wires were sharply kinked in the area of shield breakdown at approximately 6 inches from the pump housing. Visual inspection of the wires in this location confirmed that the red wire was completely fractured and that the orange and yellow wires were both partially fractured. In addition, the insulation of the green and brown wires was breached, exposing the inner metal conductors. The observed wire damage appeared to be the result of repetitive flexing of the driveline in this area. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppage captured in the submitted system controller log file. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two compromised wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. The fractured conductors of the red, orange, and yellow wires would have caused the reported driveline fault alarms recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an unspecified driveline error and presented to the hospital. While in clinic and connected to the power module with use of a grounded patient cable, a driveline fault alarm occurred followed by a pump stoppage event. The system was disconnected immediately from the grounded patient cable and reconnected with an ungrounded patient cable. The external driveline appeared intact. X-rays showed no areas of concern on the external portion of the driveline. A driveline replacement was performed on (B)(6) 2016, however, a driveline fault alarm reoccurred after replacement and an internal driveline compromise was suspected. On (B)(6) 2016, it was reported that the patient underwent a pump exchange. No further information was provided.